Event description:
It was reported that the 12mm fenestrated grasper articulink was broken and the screw broke by the threads that remained on the articulink. This instrument was used in a clinical case; however, there is no info available to confirm if the failure occurred during the case. No pt injury or adverse outcome occurred.